Event description:
Pt had a tumor on their ovary. The tumor, their ovary and part of their tube was removed. Two days later pt went to the emergency room because of the pain. A week later, pt went to a medical clinic. Pt had infection in their incisions and serous fluid in their stomach. Pt is still in pain and they look like they are 5 months pregnant. Pt believes gynecare intergel adhesion prevention solution was used.